Event description:
During a hip pinning procedure, the tip of the cannulated tap for 7.0mm cannulated screws broke off in the pt's bone. The surgeon was able to complete the procedure, but the broken tip was left in the pt.

Manufacturer narrative:
Additional info has been requested. Subject device is an instrument and is not implanted. MFR site and MFR date cannot be determined without a lot #. Investigation could not be concluded, no conclusion could be drawn. No product was returned and no lot # was provided. Mfg records could not be reviewed without a lot #.